Event description:
Icp codman express cable 82-6636 did not allow to detect the icp codman transducer, so when neurosurgeon tried to zero a new codman microsensor (82-6631), it was not possible to do that. When icp express cable cod. 82-6636 is connected to icp express monitor and a new microsensor codman transducer is connected, the monitor shows transducer not detected 6/22 additional information explained. Was there a delay in the procedure greater than 30 minutes? No there was not a delay in the procedure. Neurosurgeon detected the cable was not working, so he decided to continue with his surgery and not to monitor the patient. Was the micro sensor (82-6631) revised for the patient or was it removed and monitoring discontinued? Exactly, as you said. Microsensor 82-6631 was discontinued, it was not implanted in the patient. On (B)(6) 2012, the affiliate reported that the microsensor was discarded. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint cod (B)(4). An initial is being generated reclassifying the event as a malfunction.

Manufacturer narrative:
(B)(4). An initial is being generated reclassifying the event as a malfunction. Upon completion of the investigation, it was noted that the icp cable was visually inspected and no mechanical damage was observed. The cable was connected to a test fixture and digital multimeter to examine the electrical continuity and electrical leakage. In addition, the cable was connected to the icp express unit and fog pressure simulator to examine the memory of the cable. The evaluation showed that the icp express cable failed electrical continuity. It is most likely due to broken wires inside of the icp express cable. Complaint was confirmed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.